Manufacturer narrative:
Product analysis: sensing issue could not be confirmed, test egm showed no issues. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant procedure, the programmer had no electrogram (egm) sensing function. The programmer was returned for service. No patient complications have been reported as a result of this event.